Event description:
The event is reported as: the customer alleges that when two (2) "c" size batteries are installed into the handle and a blade attached, the light (bulb) would burn momentarily, then the light would go out. No report of a pt injury.

Manufacturer narrative:
The investigation is incomplete at the time of this report.